Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the cios alpha system. During an interventional procedure, the user reported the subtraction failed during the study. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. No system failure or malfunction and no non-conformity was identified. If the user performs a subtraction on the first image on a patient without applying contrast agent and uses the auto-contrast function, the contrast/brightness values might be insufficient. All subsequent image subtractions on the affected patient may show white or black screens depending on the applied settings calculated during the auto-contrast process. In such cases, the user may press the "auto-contrast" button to manually improve the image quality of succeeding subtractions. The user was informed about this functionality. No corrective action is planned as the system worked as specified.